Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04sep2020.

Event description:
It was reported the unit will not operate on alternating current alternating current (ac) power. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote support. The fse verified breakers on the back are toggled in the up position and verified good ac power is getting into the unit. Discussed gen 3.1 power supply upgrade.

Manufacturer narrative:
G4:12mar2021. B4:16mar2021. In the initial customer call, the remote service engineer discussed the end of life (eol) of the esprit device and the upcoming eol for the v200. The customer advised they would decide if they wanted to repair the unit or call back if they required on-site service. Many good faith efforts were made to obtain additional information in regards to the repair and operational status of the device; however, there was no response. The customer has not called back to request a further on-site evaluation, and there have been no additional calls for a parts order. No additional repair information could be obtained. The customer's alleged malfunction could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.